Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. Reportedly, there was a battery life issue and moisture in and damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 09/29/2016 device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2016 with the following findings: a review of the black box data showed unexplained reboots. A visual inspection of the pump showed that the battery compartment was cracked with evidence of moisture contamination. The pump casing was cracked. Evidence of moisture was observed behind the display lens. The display lens was observed to be cracked. The returned battery cap was able to fully attach on to the pump. The pump¿s current draws were found to be within specifications. The pump failed a leak test due to the cracked battery compartment and cracked casing. . The pump cover was opened and moisture was observed in the pump. Unrelated to the complaint, the display was dim and discolored. (B)(4).